Event description:
After 29mm mitral pericardial tissue heart valve (perimount) implanted it was found to be defective. Valve removed after pt replaced on cardiopulmonary bypass, arota clamped, cardioplegia again administered, new valve inserted.